Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced that the infusion sets patch did not stick to the skin upon insertion event on (B)(6) 2026. The customer replaced the infusion set and was able to successfully resume insulin deliveries. No further information available.